Event description:
It was reported that the fluid warming set was leaking blood while a female oncology patient was undergoing a transfusion using a blood warmer. After the infusing of saline the blood transfusion started at 10:20am. The nurse returned to check the patient at 10:40am to find the blood had not started to transfuse into the patient. Two leaks on the underside of the outgoing port along the seam of the fluid warming set was noted. The set-up was stopped and the blood taken down. The warmer and fluid warming set were removed to the laboratory. The fluid warming set will be returned to the manufacturer. The blood culture was positive for staph epidermidis and the patient was admitted to the hospital and treated with antibiotics.

Manufacturer narrative:
Patient identifier was not available. The patient had a portacath removed and it is unknown whether the removal of the port or the leak in the tubing contributed to the positive blood culture. A repeat blood culture was still positive for staph epidermidis on (B)(6) 2012. The site is tracking the lot# on tubing released with blood, they know this lot was used on 6 other transfusions with no problems. The rate of flow was 150ml/hr and a sigma pump was used but no pressure devices or undue pressure was applied. Site has used sigma pump for over a year. Name of device used with ranger blood and fluid warming system is: ranger standard flow disposable set with extension (fluid warming set), model 24250. It is intended for single use only. Confirmed two leakage points near the distal end of the patient side port tube of the fluid warming set. Implementing improvements in welder (short term). Long term replace pvc heat exchanger with pe.